Event description:
Additional information stated the ¿proximal end of the lead (at the sf foramen) was exposed.¿ it was further stated the lead was ¿intact¿ and the ¿tip and tynes were exposed and completely out from the lead insertion site.¿ it was noted the exposed lead was ¿noticed¿ following examination on (B)(6) 2012. The severity of the condition was reported as ¿moderate.¿ it was reported the issue was ¿not related¿ to the device or therapy and was ¿possibly related¿ to the implant procedure. It was further stated the entire system was explanted and the patient ¿resolved without sequelae¿ on (B)(6) 2012.

Event description:
Additional information received noted that the lead component of the patient¿s implantable neurostimulator (ins) broke and was coming out of their skin. The patient chose to have the ins system explanted. If additional information is received, a follow up report will be sent.

Event description:
Additional information received clarified that the proximal end on the lead at the s3 foramen was exposed due to lead migration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the exact cause of the lead break/erosion is unknown.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found no significant anomaly. The lead was cut through and segmented 18 cm from the proximal end.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the lead break occurred during the explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient presented to the office on (B)(6) with pus like drainage from the area the lead was removed from which was tested and came back positive for staph sensitive to keflex.

Manufacturer narrative:
Product ID 37092, lot# 322760001, implanted: (B)(6) 2012, explanted: unk, product type accessory; product ID 355018, lot# w60022, implanted: (B)(6) 2012, explanted: unk, product type accessory; product ID 3093-33, lot# v817299, implanted: (B)(6) 2012, explanted: unk, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2012-07-05, explanted: unk, product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead eroded through their skin and they developed an infection. The patient had their lead removed on approximately (B)(6) 2012. Two weeks later the patient had their ins removed. The reason for the ins removal was not provided, but was anticipated to be related to the lead erosion and infection. It was noted that the patient was in a 'long term facility.' Additional information had been requested, but was not available as of the date of this report.